Manufacturer narrative:
A ge rep evaluated the system and replaced the battery on the monoblock controller, reseated the connections on the power signal interface board and the mainframe ps1 power supply, adjusted the mainframe 5v power supply, cleaned and reseated the monoblock controller and fluoro function board, and reloaded calibration files. System operates as intended.

Event description:
The customer reported the system was slow to boot up and displayed a temperature warning. No pt injury was reported.